Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device alarmed, and an error code occurred while the patient was sleeping. The patient turned the pump off and returned to the clinic. Nurses and pharmacy staff switched out the pump for a new one and reprogrammed the remaining dose. No patient injury was reported.